Event description:
Per the clinic, the patient developed a bacterial infection at the implant site, accompanied by skin flap wound dehiscence resulting in exposure of the implant body. The patient subsequently underwent revision surgery under local anesthesia (date not reported), during which granulation tissue was removed from the affected site. The area was irrigated with normal saline, and the wound was closed with sutures.